Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Refer to manufacturing report number 3004209178-2016-03570 for report with lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The patient experienced stimulation in her leg, but not in her back. Symptoms included a loss of stimulation in the back. They were able to reprogram with better stimulation in back. The outcome was resolved without sequelae. Interventions included reprogramming. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included interrogation/device data which showed contact 7 is a defect. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the lead which was connected to the implantable neurostimulator (ins).